Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that in preparations for the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking at the stopcock located just before the transducer. No patient injury to report. A new device was used to complete the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.